Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) via a merlin@home transmission due to post-paced t-wave oversensing. The patient is in stable condition and will be monitored.